Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during pre-dilatation with the voyager, the balloon ruptured at 10 atm. It was commented that the balloon might have come in contact with the calcification. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion - product performance engineering reviewed the incident information. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. Reportedly, the lesion treated in this incident was mildly calcified, which could have contributed to mechanically damaging the surface of the balloon such that upon inflation the balloon ruptured. However, without a returned a device for analysis a definite root cause for the balloon rupture cannot be determined.